Event description:
On (B)(6) 2006, the patient underwent treatment with gore excluder aaa endoprostheses. On (B)(6) 2011, the patient had an embolization for an endoleak.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional devices: pxc201200/#04137329, pxc201000/#03598371.